Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a broken conductor wire at the proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved bipolar dissector instrument was unable to energize. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.